Manufacturer narrative:
(B)(4). Batch # m5431d. The analysis results found that the ats45 device was received in good visual condition and with a tr45g reload loaded in the device. The reload was received fully fired and with no damage to the spring cartridge lockout. The device was noted to have the clamping mechanism damaged; no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke was found damaged where engages with the tube. Although no conclusion could be reached as to how the yoke became damaged, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(6). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
The device was received at the manufacturing site with no information.